Manufacturer narrative:
Device was not returned. An attempt was made to the customer and received that the customer is working on getting the pump replaced the provider company.

Event description:
Information received from (B)(6) call stated that a new bag was hung last night, arc green running around "run" and could hear the pump running, but when got up this morning, no food delivered. Rate and dose are 85 ml/hr and infinity.